Event description:
Foley balloon would not deflate with 10 cc syringe. Attempt to instill 2 cc water would not go in. Dr was notified. Hub for balloon tubing was clipped off to allow water out for balloon deflation. No water was noted after 2 hrs. The foley remains intact at this point. Attempt to withdraw fluid using a 20 gauge needle, 16 gauge insyte IV catheter, and tried to instill water via these methods with no results. Approximately 2 inches was clipped below the y site to expose the double lumen. An IV catheter tip was placed in the small lumen, but was still unable to deflate the balloon. Another 3-inch section of tubing was cut off. Upon instillation of 1 cc of water, a small bubbling of tube noted. Tubing was then clipped below this area and fluid expelled from the balloon, and the foley catheter was finally removed.